Manufacturer narrative:
H6: code 213- a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
Concomitant medical devices: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgm454520j/16584267. (B)(4).

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was implanted with two gore® tag® conformable thoracic stent grafts with active control system. On an unknown date estimated to be on or about (B)(6) 2020, follow-up computed tomography revealed a dissection originating at the distal end of the gore® tag® conformable thoracic stent graft with active control system and extended to the area around the terminal aorta. The physician chose to monitor the dissection no additional treatment has been performed.